Manufacturer narrative:
E1: initial reporter (healthcare professional) updated. H6: the device was not returned for investigation. The quality investigation is complete.

Event description:
It was reported that during testing, the bur broke. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during testing, the bur broke. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.